Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvesting tool did not function. They performed basic trouble shooting on device, switched power generator, adapter and cable and harvesting tool still did not function. They opened another evh kit and experienced the same problem. They then opened a third kit and harvesting tool worked as intended.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Harvesting tool did not function. Device didn't activate and did not deliver energy. They performed basic trouble shooting on device, switched power generator, adapter and cable and harvesting tool still did not function. They opened another evh kit and experienced the same problem. They then opened a third kit and harvesting tool worked as intended. No harm to patient reported.

Manufacturer narrative:
Tw # (B)(4). Updated sections- b5,g4,g7,h2,h6,h10,h11. Corrected sections- h6- device code changed to 1211.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 to jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/67/3221) despite request and/ or customer indicated that the device would be returned; however, no device was returned.